Event description:
Event was reported to caldera medical by an atty. The patient experienced recurrence of stress urinary incontinence, dyspareunia, urinary problems, infections, and other symptoms as they become apparent. No further info has been provided.